Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump's auto off feature was not functioning properly. This complaint is being reported; a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2017 with the following findings: the reported date of the event had been overwritten due to continued use of the pump. The alarm history showed multiple auto-off warnings. The battery compartment and cap were undamaged and able to fit securely to the pump. The prime steps were performed with no issues. The auto-off setting was set to 1 hour, the pump alarmed with an auto-off warning after exactly an hour. The alleged issue could not be duplicated.